Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction front panel is inoperable would be a faulty turret motor and faulty high intensity motor, and since the malfunction of image is not displayed when the endoscope is connected and the light source is turned on was not reproduced, no probable cause is found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no image when the endoscope was connected and the light source was turned on. It was also reported tha the front panel could not be operated. The issue was found during preparation for use of an unspecified procedure. The procedure was completed with an alternate device with no delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found the diaphragm unit malfunctioned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.